Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's mother initially called to report motor error alarms when attempting to rewind the insulin pump. It was then reported that the customer had been taken to the emergency room for diabetic ketoacidosis and vomiting. No troubleshooting was done due to the motor error alarms.